Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The reported products were reviewed for compatibility and it was determined that the following implants are not compatible: hg screws and g7 cup. This would be considered an off-label usage of the products. Review of x-rays confirmed the reported event and stated the following: left total hip arthroplasty with grossly abnormal appearance of the acetabular cup which appears to be loose in position outside of the acetabular region despite multiple screws. The acetabular cup itself appears to be disassembled with inclination angle measuring greater than 90 degrees. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown. Item #: unknown unknown stem lot #: unknown. 010000896 g7 10 deg e1 liner 36mm 6105239. 00489405010 trabecular metalâ¿¢ acetabular revision system acetabular augment 63775289 110010264g7 osseoti multihole 52m 6112808. 00662406520 bone screw self-tapping 20 mm 62748097. 00662406525 bone screw self-tapping 25 mm 63896220. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. Theinvestigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00398. 0002648920-2020-00399.

Event description:
It was reported that patient underwent total hip arthroplasty and was revised two (2) years, three (3) months later due to fixation failure of the cup. Attempts have been made and no further information has been provided.